Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling and the avaulta plus anterior support system and the avaulta plus posterior biosynthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted due to pop. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent a revision of avaulta mesh on (B)(6) 2009 due to erosion and removal of avaulta mesh on (B)(6) 2012 due to dyspareunia and exposed mesh. It was reported that the patient underwent a revision/removal on (B)(6) 2013 due to erosion. (B)(4) - urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and monarc was implanted.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge. (B)(4).